Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was an air detected in cassette warning during a drain phase. Patient discovered a fluid leak inside the cassette door at treatment complete. In a follow up a pd nurse verified the fluid leak report and said that the patient did not suffer any harm, adverse event or intervention due to the fluid leak. Prophylactic antibiotics were given to the patient as routine care. The patient is using the same cycler.

Event description:
A peritoneal dialysis (pd) patient reported that there was an air detected in cassette warning during a drain phase. Patient discovered a fluid leak inside the cassette door at treatment complete. In a follow up a pd nurse verified the fluid leak report and said that the patient did not suffer any harm, adverse event or intervention due to the fluid leak. Prophylactic antibiotics were given to the patient as routine care. The patient is using the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. The system air leak test passed. The patient sensor check passed.post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that there was an air detected in cassette warning during a drain phase. Patient discovered a fluid leak inside the cassette door at treatment complete. In a follow up a pd nurse verified the fluid leak report and said that the patient did not suffer any harm, adverse event or intervention due to the fluid leak. Prophylactic antibiotics were given to the patient as routine care. The patient is using the same cycler.